Event description:
During a sad case two parts (active and passive metal) broke off of 2 mitek suction electrodes. It cannot be assured that these particles are not in the pt. Although there is no pt consequence reported, if the broken fragment was not retrieved from the pt, it is possible that pt injury coud potentially occur.